Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Evaluation of the returned device indicated the outer sheath was torn from the distal end. No part of the sheath detached. The defect was identified outside the patient during preparation for the procedure, therefore the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown).according to the complainant, the sheath was observed to be broken at the distal end of the device where the basket opens and closes. The problem was noticed while testing the device prior to insertion into the patient. No part of the sheath detached from the device, and the procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the sheath was observed to be broken at the distal end of the device where the basket opens and closes. The problem was noticed while testing the device prior to insertion into the patient. No part of the sheath detached from the device, and the procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."